Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) died due to an unknown cause. It was not reported whether an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient died on an unreported date in 2014. Should additional relevant information become available, a follow-up will be submitted.